Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was a loss of stimulation and that the patient suddenly stopped feeling stimulation over 1 month prior to the report. The patient can change programs and turn therapy on/off and up and down, but he was not feeling any stimulation. The patient had a fall the friday before (B)(6) in 2016 and he broke his wrist. The patient checked their device with the patient programmer and it showed stimulation on. Increasing/decreasing the stimulation did not resolve the issue. The patient tried using another group, but this also did not resolve the issue. The patient had an appointment scheduled to meet with his health care provider on (B)(6) 2016.

Event description:
Additional information was received from the patient and his family member. It was noted that the patient¿s implantable neurostimulator does not work. The patient¿s pain had come back just recently in the last couple of weeks because he stopped taking medication. The implantable neurostimulator stopped working a couple of months prior to the report. It was noted that they cannot get stimulation to stop tingling his feet. An x-ray was performed and the manufacturer representative met with the health care provider and patient on (B)(6) 2016. The x-ray looked exactly like it did on the day that it was installed. The manufacturer representative had told the patient that it was out of range and that the patient would need surgery to reattach the wires. The patient said that he knows that he turned it on when he was sitting, but the last time that the patient had tried to turn it on, it would not turn on. It shows that it is on, but it does not do anything. There was no tingling or pain relief. The patient noted that it electrifies his feet and he cannot turn it up or he cannot walk. He is a carpenter on a scaffold and he needs to feel his feet. Since implant, the patient could not get the tingling where the patient needed it. They could not get stimulation up in his back and it barely hits his right thigh. He has had several manufacturer representatives ¿tweak it forever and ever.¿ it was noted that the manufacturer representatives keep on adjusting the, and then they start talking about moving the wires. Additional information was received on (B)(6) 2017 which noted that the patient had previously been seen by manufacturer representatives on (B)(6) 2016 and on (B)(6) 2017. A manufacturer representative noted that impedance testing was performed on (B)(6) 2016 and that all electrode impedances were out of range; however, the manufacturer representative was not aware of any disconnection between the leads and the implantable neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.